Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high threshold resulting in quicker than expected battery drain on the implantable pulse generator (ipg) device. The decision was made to cap and replace the lead. The ipg device was explanted and replaced. No patient complications have been reported as a result of this event.